Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("insert migrated on right side, pressure in tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and pelvic pain ("daily pain"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: she just wants the insert removed. Most recent follow-up information incorporated above includes: on 21-oct-2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("insert migrated on right side, pressure in tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and pelvic pain (" daily pain"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: she just wants the insert removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.